Event description:
It was reported that the lead exhibited oversensing. During explant, insulation damage was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation abraded between 51 cm and 52 cm from the connector pin. The inner insulation, proximal and distal coils were all fractured. An open circuit was noted. These damages occurred due to the implanted leads abrading against each other.